Manufacturer narrative:
Continuation of d10: product ID: neu_epiduralneedle, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_epiduralneedle, serial/lot #: unknown, g2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a test lead failure; the lead puncture needle was found to be bent during the operation. The bent needle was noticed when opening the packaging during the surgery. The lead kit was replaced to complete the operation the same day; the issue was resolved.

Manufacturer narrative:
H3: analysis of the needle (product ID neu_epiduralneedle lot# serial# unknown implanted: explanted: product type accessory) determined the cannula of the introducer was bent. The returned epidural needle included both the cannula and the stylet. The cannula was bent at 5.2 cm from the distal end, and the stylet was bent at 5.3 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.